Manufacturer narrative:
System was tested by medtronic rep and issue could not be duplicated.

Event description:
Medtronic rep reported trajectory views were not navigating accurately during navigating of a spine surgery. Surgery went as planned and no impact to patient outcome reported.